Event description:
The customer reported that no alarm sounded during a tachycardia event with a patient.

Manufacturer narrative:
The customer reported that they did not hear an audible alarm for a tachy rhythm. The biomedical engineer tested the telemetry device with a simulator, and found it working to specifications. The volume at the central station was set to an audible level. The field service engineer went on site and also tested the device and could not replicate the issue. He found that the volume at the central was set at 10 and was loud enough to be heard down the corridor. He did notice that the customer had the irregular heart rate alarm active which may have created a noisy environment that allowed the clinicians to misunderstand whether they heard an alarm. He suggested that they might want to deactivate this yellow alarm configuration. He was unable to obtain logs since the floppy disk drive on the customer's pc was broken, so no alarm log review could be performed. Therefore, we cannot verify that users acknowledged the alarms in question. Since the issue is most consistent with a resolved user issue, no further investigation is warranted. No parts were documented in this service order. The available information does not support that there was a malfunction, design or labeling problem.